Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated that this left ventricular (lv) lead had been put in the wrong spot as per chest x-ray and cardiac echogram. Moreover, the patient thought that lv lead can be repositioned. There was an attempt to obtain additional pertinent information but was unsuccessful. This lv lead was abandoned surgically. No additional adverse patient effects were reported.